Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed fluid loss due to a hole in the cylinder. The right side cylinder showed extensive surface scarring involving the dacron fiber. The device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 0183989008. Model/catalog description: reservoir flat iz 100 ml . Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, fluid leak and hole/perforated are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established. Based on the information available, a conclusion code of cause not established was assigned to this investigation.